Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the needle mechanism did not deploy. Patient successfully applied a new pod. Blood glucose levels were measured to be 10.1 mmol/l (181.8 mg/dl).

Manufacturer narrative:
The pod was received not deployed. The download data showed that the pod delivered 0 pulses. As the pod did not begin priming after it had been filled and activated, the device was found to be retuned undeployed as expected. No damages or defects were observed that would result in a needle mechanism failure.